Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the erbe showed error c-34 during procedure. The issue occurred when activating monopolar energy. The customer tried to power cycle and swap ports, but the issue persisted. The customer stated that the robotic assisted surgery part of the procedure was completed and they were continuing as planned. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis, and the complaint was confirmed. The iesu was analyzed and found the reported condition could not be confirmed in system log review, as no corresponding errors were found. During testing, the unit displayed error code c-34 at startup, with the erbe logs reflecting error code c-00. Visual inspection indicates the unit is in good cosmetic condition. The probable root cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.